Event description:
It was reported by the customer that a pyxis medstation es system had issue with read rewrite invalid cubie errors. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a read rewrite invalid cubie errors. A field service engineer ejected cubies then reattached all cables to drawer to resolve, this work was recorded in work order 01816684. The system functioned as intended after the field service engineer troubleshooted the device.